Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh. Later the pt experienced incontinence and urinary tract infection. A subsequent procedure was performed.